Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open bariatric procedure, a new powered stapler was used, however the patient had post-operative sleeve fistulization. To resolve the issue the surgeon had to revise the surgery, resulting to prolonged hospital stay.